Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2138-50 serial #: (B)(4), description: scs 50cm iii lead model #: sc-2138-50, serial #: (B)(4), description: scs 50cm iii lead.

Event description:
A report was received that the patient will undergo a revision procedure for unknown reason.

Manufacturer narrative:
Additional information was received that no further course of action will be taken at this time.

Event description:
A report was received that the patient will undergo a revision procedure for unknown reason.